Event description:
It was reported that the patient presented to the clinic with pain at the device pocket for a scheduled pocket revision procedure. Upon opening up the pocket, infection was noted. The pacemaker, the right ventricular (rv) and the right atrial (ra) leads were explanted due to the infection. A leadless pacemaker system was implanted the following day. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.